Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage.

Event description:
It was reported that during a laparoscopic radical gastrectomy procedure the scalpel could not be activated. The titanium tip was broken when activated out of patient body. Changed to another device to complete the procedure. No adverse event on the patient.